Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. A manufacturing record evaluation (mre) was performed for lots 7571455 and 7485124, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast surgery revision. Manufacturer¿s reference number: (B)(4)..

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient underwent breast implant removal on (B)(6) 2024, for an undisclosed reason. However, during the surgery, a deflated breast implant was discovered. The affect side was not provided and no further information was provided. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 7485124 / serial number: (B)(6) and right implant - lot number: 7571455 / serial number: (B)(6). The catalog and lot numbers are the same for both devices. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 24, 2024, mentor was notified that the patient was clinically and radiologically diagnosed with a ruptured right breast implant. This was the cause for the device removal. With the provided information, the product identity was determined as the following: lot: 7571455. Serial: (B)(6). Manufacturer¿s reference number: (B)(4).